Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that there was zero phaco power during surgery (sculpt and quad mode) when phaco emulsification tip (phaco tip) was put into the patient eye and foot pedal was depressed during cataract surgery (with intra ocular lens implantation). The procedure type was not known. After numerous tests were done, it was found the phaco power was present only when the tip was in the test chamber but there was no phaco power at all when the tip was air, a bowl of water or in the eye. There was no impact to the patient. This report pertains to phaco tip involved in reported events.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. One open tray containing a cassette and tubing was received at the investigation site; however, no phaco emulsification tip (phaco tip) was returned for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo is of console with power, fault code, event log and machine with no power. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.